Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was tested with no motor error alarm and no excessive no delivery alarms noted. The motor was tested outside of the device and passed. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings, motor error and excessive no delivery alarms from the insulin pump. The customer's blood glucose was around 400mg/dl. The customer stated that the alarm occurred during basal. The customer stated that she was able to completely rewind the pump. The customer stated that there were no motor position errors in the alarm history. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the no delivery alarm was resolved by a complete set change. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.